Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that a cathode coil fracture was present at the tip region of the lead. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the cathode coil to break.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pace impedances of greater than 3000 ohms at the patient's pre-discharge check. A revision procedure was then scheduled. During the repositioning, the helix would not retract, so the lead was removed and replaced. The lead was tested via a pacing system analyzer which revealed values of greater than 4000 ohms. No additional adverse patient effects were reported.